Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach was further described as the patient made a mistake during therapy. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection cefepime (1 g, intraperitoneal also reported as ¿in night bag¿, frequency and duration were not reported) for peritonitis. At the time of this report, treatment with cefepime was ongoing. The patient¿s recovery status was unknown. Dianeal therapy was ongoing. It was not reported if the patient was retrained in aseptic technique. No additional information is available.